Event description:
It was reported that the nibp readings on the cardiocap were inconsistent during a surgery. The pt reportedly received medication to counteract the unexpected blood pressure. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.